Manufacturer narrative:
Qn#(B)(4). Additional information received indicates the condition of the patient as "good". No harm or injury was reported. It was also reported that a new kit was opened and used without issue. Corrected data: section b.3.-date of event corrected to (B)(6) 2024. The actual device was not returned; however, the customer submitted four photos for analysis. The submitted customer photos were reviewed; however, per additional information provided by the customer, they do not depict the device addressed in this complaint. A device history record review was performed, and a relevant finding was identified. For batch 33p24a0311, a non-conformance was initiated in regard to 'peel-away sheath tears incorrectly'. A scar was initiated for the same failure mode. Without the device to evaluate, this complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "a defect in the hemostatic sheath was found during use, which is why the catheter was wasted-it risked the safety of the user and professional". Additional information reported that the patient was fine and had no harm or injury. Another kit was opened to resolve the issue. The associated emdr report numbers are 9680794-2025-00137, 9680794-2025-00136 and 9680794-2025-00135.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "a defect in the hemostatic sheath was found during use, which is why the catheter was wasted-it risked the safety of the user and professional". The associated emdr report numbers are 9680794-2025-00136 and 9680794-2025-00135.